Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Log file analysis indicated optical fibers 1-3 intermittently did not meet specifications for optical properties and intermittent contact force was displayed during the procedure. Optical fiber 2 no longer met specifications for optical properties and no contact force was displayed when the returned device was connected to the tactisys quartz unit. Further investigation revealed the shaft material had been gouged between electrodes 1 and 2 and torn at the fiber optic seal (fos), consistent with fluid ingress and a loss of force data during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the gouge in the shaft material and the torn fos remains unknown.

Event description:
Related manufacturing reference: 3008452825-2023-00080. This report is to advise of an event observed during analysis which revealed a fracture.